Event description:
A healthcare worker experienced burning with whitening of the skin at the contact sites of the index, middle and 4th fingers of both hands while unloading items after the cycle completed. The vaporize plate was in place at the time of the event. The worker rinsed the contact sites under running water and did not seek medical attention. The symptoms resolved in two hours.